Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the procedure was converted to an open procedure.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: faults found : interferences in the picture. Failure code : erp code : na. Action taken : the transition board were replaced. Tests: - used qip 11254. - function test / general inspection passed all tests. Result : the console has been in use since 2008 and by the customer for 3 years. A cost estimate is submitted to the customer. Probable root cause: - cables - connectors - digital board - main board - transition board - software - camera head - coupler - connected monitors - manufacturing/ service nonconformity use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the procedure was converted to an open procedure.